Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was not pacing as expected and the patient was experiencing shortness of breath and fatigue. The device was reprogrammed and remains in use. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.